Event description:
The customer reports that when the technician selects the images in a CT exam to flip the images, about half would flip correctly. The other half would still need to be flipped. There was no reported patient injury associated with this event.

Manufacturer narrative:
The field engineer (fe) and ccs worked with the site and made changes to the platinum property and reviewed the steps to flipping images manually. The (fe) has stated since these changes were made, the site has not experienced this problem. (B) (4).